Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that when setting up for an impella case the purge disc snapped into placed and alarmed ¿purge disc not connected¿. Upon inspection, a broken purge disc connection was found. The blue part of the purge disc connection was broken from the white part of the console. The aic (automated impella controller) was exchanged. There was no harm to the patient.

Manufacturer narrative:
The console was received for investigation: upon examining automated impella controller (aic) for any visible defects, it was evident that the blue purge disc retainer was broken. Given the aic's purge retainer was broken, it likely contributed to the reported purge disc related alarm. The root cause of the issue was a broken purge retainer. D9 date device returned to manufacturer added h.6 code 4629 was reported incorrectly on manufacturer device report 1220648-2024-13074. New code was added to health effect - impact code.